Event description:
During an atypical atrial flutter ablation (aafl) procedure, the sheath became stuck in the mapping catheter. The ablation catheter and introducer were in the left atrium and the mapping catheter was in the right atrium, in a short sheath. When attempting to pull to catheter to map the left atrium, it could not be removed. Fluoroscopy revealed the introducer was caught in the paddle of the mapping catheter. The mapping catheter and introducer were untangled and removed from the patient. However, upon removal, the shape of the paddle seemed distorted. The catheter was then replaced and the procedure continued with no consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Visual inspection revealed the paddle was damaged. The damage is consistent with using force to withdraw the product. The product instructions for use (IFU) warns do not use force to advance or withdraw catheter when resistance is encountered. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the device entanglement is consistent with not following the instructions for use.